Event description:
Info received indicates the pump alarmed air-in-line during infusion. The caregiver attempted to manually prime the tubing and observed small bubbles in the tubing. The tubing was placed back in the pump and alarmed again. The caregiver primed again, and the pump ran for the rest of the infusion with no alarms.

Manufacturer narrative:
Product number 340-4114, lot number crf10166001 is currently under recall z-1440-2011.